Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information is available for reporting. This report is for an unknown va locking screw. Part and lot numbers are unknown; UDI number is unknown. The 510 k is not available. Original implant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported a revision surgery for a humeral plate and screw construct occurred on (B)(6) 2017 due to unknown causes. During the removal of the hardware, a screw head of variable angle (va) locking screw broke off intraoperatively. After explanting va-lcp dhp plate successfully and intact, the surgeon reamed around the screw fragment using the hollow reamer and successfully removed it near the contralateral end. Not all fragments were able to be removed despite the additional medical intervention. It is unknown how many other screws were explanted. The surgery was delayed by 30 minutes due to the attempt at removing the screw fragments. It was noted the patient's bone quality and bone strength may have played a role in the breakage. It is unknown if the patient was revised to new hardware. The original surgery and implant date for the initial humeral fracture repair is unknown. Procedure was completed successfully. Patient status is unknown. Concomitant devices distal humeral plate (part# 04.117.003s, lot# unknown, qty 1). Intact locking screws (part# unknown, lot# unknown, qty unknown). This is report 1 of 1 for (B)(4). This report is for one (1) unknown va locking screw.

Manufacturer narrative:
A product investigation was performed. Received condition: a va locking screw stardrive® ø 2.7mm (head 2.4) with unknown length, product code: 04.211.xxxs, lot #: unknown, quantity: 1, with broken off head was received for investigation. The head portion has a length of 3.5 mm and the remaining threaded screw shaft has a length of 35.4 mm. The screw shaft shows damage in various areas and is covered with bone residues. Conclusion: a device history record review is not possible since the lot numbers are unknown. Because of the damage and the non-removable bone residues, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The non-removable bone residues in the screw thread support the surgeon's thesis that the screw was firmly embedded in the bone and that a mechanical overload ultimately led to fracture. The exact root cause of this event cannot be determined. Based on the condition of the product and the available information a final manufacturing conclusion cannot be presented but we suppose that a mechanical overloading situation during the removal surgery led to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.